Event description:
It was reported that the implantable pulse generator (ipg) had migrated which was confirmed with imaging; as a result, the patient was experiencing difficulty charging the device. The patient underwent implantable pulse generator (ipg) replacement procedure.